Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu _unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported there was a volume discrepancy where they expected about 2mls back but got 40mls. It was reported that the physician tried to aspirate and even inject into the catheter access port (cap) but could not. It was reported that the physician felt the pump should have been able to overcome if catheter was kinked. (No outcome, symptoms or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).